Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that it was the spinal cord stimulator that was not working. The patient explained that the previous device was at end of life and had been replaced and during the replacement the leads snapped. When they tried again to put the leads in they were put in incorrectly and migrated. The patient mentioned that they were going to try a third time to put paddle leads in for their generalized back and leg pain. The patient noted that the previous device was working for the past nine years and currently they are trying to solve the issue of the leads being in the correct place. Further information received from the manufacturer representative reported that the patient had a revision on 20-sep where both percutaneous leads were removed and a paddle lead was implanted. The revision went well and impedances were fine and the patient was going to be seen in 10-14 days to turn on stimulation. The representative noted the patient told them about the leads migrating before when percutaneous leads were first put in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient told the hcp that their device is "no longer functioning and that it is defective." The hcp did not know what the patient meant when referring to the device being defective or any additional info. It was recommended that the patient attempt to charge the ins if needed and access MRI mode. The patient was scheduled for an MRI of the thoracic and lumbar spine for "generalized back pain." The caller mentioned that the patient had a spinal fusion. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.